Event description:
It was reported that the device was explanted due to infection. It is suspected that the patient may have an allergy to titanium. Patient will have an allergy test performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.